Event description:
The target lesion was the left main and the proximal lad. The lesion was not calcified and not tortuous. There was 100% stenosis. Pre-dilation was conducted with a balloon and the 1st cypher (3.0/18mm) was implanted at the proximal lad. Then a 2nd cypher (3.5/18mm: complaint product) was delivered to the lesion in the left main without issues. When the 2nd cypher was being inflated up to 16atm, the balloon ruptured. Rupture was confirmed by contrast medium leakage under cag. Therefore, the physician retrieved the sds of the cypher from the patient and pot-dilation was conducted with a bc (pb22) to further dilate the cypher stent. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The device was able to prep normally and maintain negative pressure. The contrast to saline ratio was 1:1. There was no resistance/friction while inserting the balloon through the guide catheter.

Manufacturer narrative:
This device cjs 18350 (lot 14074467) is distributed outside the united states; however, it is similar to the united states product cxs 18350. The product is available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.